Manufacturer narrative:
(B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 33 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from USA: "sapphire device that had over delivered during infusion - both devices have (B)(4) software with dl. Ketamine 250 ml bags (1:1 concentration) to be run on both patients. One patient to receive 250 ml, . 250 hung, primed 20 ml, bag ran dry before time that it should have delivered. Uncertain what volume nurse programmed in as vtbi. Second device, patient was to receive 200 ml of the 250 bag. At end of infusion, nurse drew up remaining fluid to waste. Amount including amount in tubing was 30 ml. Should have been, 50 ml. Staff concerned about 20 ml discrepancy. Patient involvement: yes, death/serious injury: no, human harm: no".